Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's battery drained-reason unknown. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). This report was inadvertently submitted. Reports of this nature have no potential for clinical impact. Device evaluation: zoll medical corporation canada evaluated the device and the device performed to specification. However, upon inspection the customer's battery was found to be depleted. The battery was scrapped and replaced. The device was recertified and returned to the customer. Review of the device activity logs showed high usage and improper storage of the device. The depleted battery was not due to a device malfunction. Analysis of reports of this type has not identified an increase in trend.